Event description:
The advocate stated the customer received a high out of range control result of 231mg/dl on the contour next link meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The customer is expected to return the control solution for evaluation. New meter, strips and control solution were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.